Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3998, serial#: unknown, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3998, serial/lot #: unknown. Product ID: 37083-40, serial/lot#: (B)(4), ubd: 02-jun-2018, UDI#: (B)(4). Product ID: 37083-40, serial/lot #: (B)(4), ubd: 02-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that increased impedances were measured with paresthesia lost. Impedance testing performed the day after the implantable neurostimulator (ins) was implanted as a replacement ins found that all impedances were ¿good,¿ except electrode 0. It was stated that ins ¿replacement did not help¿ and that as of (B)(6) 2020, the issue was still not resolved. The cause of the increased impedances and lost paresthesia remained undetermined. There were no further complications reported or anticipated. Please see regulatory report # 2182207-2020-03034. For information regarding issues experienced prior to the ins replacement.